Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.0/1.5/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on 13-jun-2022. On (B)(6) 2022 the lens was explanted due to low vault with rotation and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).